Manufacturer narrative:
During the investigation, significant corrosion was located inside the handpiece. The bearings and driveshaft both had to be replaced as a result of the corrosion. Further investigation determined that the bur guard had a seized bearing with add'l signs of corrosion. Based off of the investigation findings, improper sterilization procedures at the customer account was likely to be the contributing factor for the handpiece and the bur guard to function improperly.

Event description:
Per the sales rep, during a wisdom tooth removal, the pt received a minor burn to the lower right portion of the lip. No medical intervention was required to treat the burn.